Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in 10 tubes and there was air bubble is 57 tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x5. Black spot in tube x1. Dirty tube x4. Air bubbles in gel x57.

Event description:
It was reported that prior to use foreign matter was discovered in (B)(4) tubes and there was air bubble is (B)(4) tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x5 black spot in tube x1 dirty tube x4 air bubbles in gel x57

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm in tube, fm in/on gel (burnt silica), damaged shield, ink smear on tube, and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10